Event description:
It was reported that the ultrasonic scalpel "wouldn't shut off when attempting to deactivate following surgery." There was no patient involvement since the procedure was already completed.

Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for an evaluation. Since the device was not returned, information such as lot number, serial number, expiration date, and manufacture dates are all unknown. A conclusive root cause could not be determined as the device was not evaluated. However, as the device can be powered by either the hand switch (buttons) or foot switch (pedals), it is possible that the foot pedals connected to the facility's generator were in the "on" position causing the devices to appear to activate after the buttons were released. The reported event is not occurring more frequently or with greater severity than is usual for the device.